Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001825034 - 2019 - 00490. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Litigation reports the patient suffered pain 15 years post left hip biomet m2a magnum total hip arthroplasty secondary to tissue and bone destruction, and heavy metal poisoning all attributed to implant bearing wear. The patient has not been revised. No further information is available at this time.